Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that 6 french vascular access was obtained percutaneously, and under ultrasound guidance in accordance with the optimal puncture technique. A 6 french vascular sheath, 6 french coronary catheters were used. After removing the vascular sheath, the access was closed with the angio-seal vip 6 french system in accordance with the technique of use, and in angiography without contrast extravasation. The next day after the procedure (approximately 24 hours), a hematoma in the left groin grows and occlude dysfunction was suspected. Computed tomography showed no signs of active bleeding. The patient was treated conservatively, the event had no significant consequences, or the further course of treatment and was not life-threatening.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b5 and h6: health impact.

Event description:
Additional information was received on 17dec2024: the procedure prior to angio-seal use was left femoral access was obtained for coronary protection during transcatheter aortic valve implementation (tavi). The patient was in stable condition. The blood loss was computerized tomography (CT) assessment: 500 ml. The patient does not have history of bleeding disorder. The patient was on blood thinners: asa 1x75 mg. The puncture was singular anterior wall under ultrasound (us) guidance. There was no high stick, it was a routine common femoral artery (cfa) puncture. Blood thinning medication, thrombolytics, or platelet aggregators during the procedure were un-fractioned heparin, dose adjusted to achieve act less than 250 second. There was no surgical intervention, only manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a hematoma postoperatively. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode an effects analysis (fmea)/hazard based risk table (hbrt).